Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that technical services was contacted due to non sustained ventricular episodes. These episodes were due to far p-wave oversensing. Programming changes were recommended but none were made. The patient did not have any symptoms.